Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detached from hub on (B)(6) 2024. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 14-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for static pull. The test results were found within specifications. The batch record #5416206 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from which requires additional activities not included in the original investigation dated 19-mar 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10/mar/2026 against "lot number" "5416206" and similar malfunction codes: leak between tubing and pump connector/hub - detachment /significant wetness, tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The review confirmed that lot# 5416206 and the identified failure mode are not associated with any non-conformance report or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 10/mar/2026 against "lot number" criteria equal "5416206" and similar malfunction codes: leak between tubing and pump connector/hub - detachment /significant wetness, tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The number of complaints is 1. The complaint numbers are complaint (B)(4). DHR review: the lot 5416206 was manufactured according to work instruction (wi) and manufactured in the m10, on 06/mar/2023 with a total of (B)(4) units. The sub-assembly: welding: lot 5415171 was manufactured according to the work instruction (wi) and assembled in the machine ls24, ls25, ls11, ls06, and ls07, on 05-mar-2023, with a total of (B)(4) units. Lot 5415877 was manufactured according to the work instruction (wi) and assembled in the machine ls06, ls07, ls11, ls24 and ls25, on 04-mar-2023, with a total of (B)(4) units. Lot 5415878 was manufactured according to the work instruction (wi) and assembled in the machine ls06, ls07 ls11, ls24 and ls25, on 04-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing connector: lot 5411205 was manufactured according to the work instruction (wi) and assembled in the gluing of connector in the line 03, on 05-mar-2023, with a total of (B)(4) units. Lot 5415842 was manufactured according to the work instruction (wi) and assembled in the gluing of connector in the line 03, on 03-mar-2023, with a total of (B)(4) units. Lot 5415843 was manufactured according to the work instruction (wi) and assembled in the gluing of connector in the line 03, on 04-mar-2023, with a total of (B)(4) units. The sub-assembly: tubing gluing: lot 5409428 was manufactured according to the work instruction (wi) and manufactured in the machine sc05 and sc06, on 03-may-2023, with a total of (B)(4) units. Review of the DHR showed that during the outgoing test an non-conformance (nc) 1658408 was found for multiple orders, both with and without the legend "duplicate production order," in the lot number #5409428 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). The investigation for this complaint was previously completed on 19-mar 2024 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaints for lot 5416206. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.